Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their ¿equipment is out of date.¿ the patient also reported, ¿it¿s gone dead and does not work.¿ follow-up with the clinic for additional information was successful after multiple attempts. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that there was no known issue with the patient¿s ICD, and the patient was most likely referring to their remote monitor as a scheduled remote transmission was missed.